Event description:
It was reported that there was a loss of stimulation on the right side. There was no stimulation on right side of back. Patient had confirmed the lead had moved very slightly but it was not significant enough movement to alter stimulation which had never been reported as ideal and the decision was made to revise the lead. It was related to the device and was not related to the implant. An x-ray was done as a diagnostic method. No actions were taken for interventions and the outcome was ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient experienced suboptimal stimulation. No diagnostic methods were performed. The etiology was noted as related to the device or therapy. Signs and symptoms included stimulation perceived by subject but despite reprogramming it remained suboptimal. Interventions included device surgical repositioning. A lead revision was performed on (B)(6) 2015. The stimulation was much improved. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45 lot# 0207044346, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the site indicated that lead 2 had moved very slightly but it was not a significant enough amount to alter stimulation. This had never been reported as ideal and the decision was made to revise the lead. There was a lead revision on (B)(6) 2015. The patient stated that their stimulation had always been suboptimal. The lead revision was an attempt to improve the stimulation experience for the patient.